Event description:
The lay user/pt contacted lifescan on sep 25, 2006 and alleged that his one touch ultra2 meter was not powering on. The medical affairs specialist (mas) was unable to reach the pt by phone on several attempts. A letter was sent to the address provided. The mas reviewed the recorded telephone call in order to classify the case. Per the recorded telephone call, it was the pt's wife who had placed the call to lifescan on behalf of the pt. She mentioned that the subject meter was not powering on even after she replaced the batteries in the meter. In 2006, around 10:00am, the pt was lethargic, sleepy, and felt sick. It is unk as to how long the meter had not powered on and since when the pt was not able to check his blood glucose. It is also not known if the wife had attempted to test the pt on the meter, when he was experiencing the symptom. About two hours after the onset of the symptoms, the wife talked to a healthcare professional and was advised to check his blood glucose. She got another ultra2 meter from "somebody's house" and tested with a result of 396 mg/dl. The pt takes insulin on a sliding scale and therefore, based on his regimen, he took 70/30 insulin (exact dosage not provided) until his blood glucose was "normal". The reporter also mentioned that the pt has two other meter (ascencia, and a one touch basic), but they both were also not working right. It is not clear what the issues were with the other meters and if she had attempted to test the pt on them at the time of concern. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. It was also verified that the pt was using the correct test strips. The reporter was asked to press the power button, but the meter did not power on. She was then asked to insert a test strip into the meter, but the power issue persisted. The condition of the battery contacts was good and the pt had replaced the batteries per the owner's manual. The batteries were also correctly installed. The reporter mentioned that prior to the power issue, the control solution test had passed within range. This complaint is reported because the meter failed to function and the pt was experiencing symptoms. The power issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.